Manufacturer narrative:
The remote service engineer assessed the device with assistance of customer. Rse guided customer to rerun operational check and device pass test successfully, and device was found with no fault. The device remains with the customer, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the reported problem cannot be replicated and was not confirmed. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that there was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device returns to normal service after rse guided customer to rerun operational check with success. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm100, noting that device has ECG failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.